Manufacturer narrative:
Results: (B)(4) sealed 4mm, 32g pen needles with the shelf cartons from lot # 5321656 were returned for evaluation. A visual/microscopic inspection of (B)(4) out of (B)(4) returned pen needles revealed no damage to the threads was observed on any of the examined samples. All of these samples were also tested and all were able to securely attach and easily detach from a pen without any observed defects. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5321656. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after using a 31 g x 4 mm bd micro-fine¿ insulin pen needle, a consumer could not remove it and this resulted in a needle stick injury. There was no report of medical intervention.